Event description:
It was reported to philips that the system had an error, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system had an error. Review of the system log file showed that malfunctioning geo-pc. Upon troubleshooting fse found that defective collimator and geo ipc. To resolve the issue, fse replaced the collimator and geo ipc. The defective geo pc was returned to philips for analysis and found the failure in coa and agency label. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.